Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving water via their intrathecal implanted pump for non-malignant pain. A flip pump was suspected and imaging was reviewed and it looked flipped. The reporter was to follow up with the healthcare provider (hcp). Patient symptoms were not reported. Additional information was received from the rep indicated the pump was implanted on (B)(6) 2016 and drug was not put in the pump at the time of implant. That was going to occur on (B)(6) /2016 and the x-ray was taken by the physician on (B)(6) 2016. At the time of the attempted refill on (B)(6) 2016 was when the pump was noted to be flipped. The patient was unsure if it had flipped, but felt it had moved in the pocket. There were no symptoms and the cause of the flipped pump was not determined. The patient was sent to surgeon and revision was scheduled for (B)(6) 2016. It was additionally reported by a consumer that the patient was in the hospital. He had a revision on (B)(6) 2016 to flip the pump over. They put medication in the pump for the first time (unknown) since the initial implant and programmed the pump to minimum rate mode. The patient did not have an appointment for three months and he was in a lot of pain. It took years for him to get the pump and when he finally had it he had not been able to use it yet. The patient requested physician listings.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.